Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. A getinge representative has confirmed that the customer has alleged no malfunction of the involved cs100 iabp, no evaluation and/or repairs were necessary and that the iabp is still in clinical use.

Event description:
Customer reported that after the fourth day of insertion of the intra-aortic balloon (iab), there was sudden appearance of blood in the helium line with the stoppage of the pump. The balloon had to be removed permanently, and the patient subsequently expired. The cause of the patient's death is post infarction ventricular septal rupture which was operated on. There has been no reported malfunction of the iabp. A separate report will be submitted for the iab involved.